Event description:
The patient experienced an accumulation of fluid in his pocket site. A catheter dye study was performed and was "okay." The health care professional could not identify a leak near the spinal site. It was later reported that the spinal segment of the catheter was replaced. The hcp "thought there was a leak around the catheter at spine insertion point" and suspected "hydrocephalus causing an increased pressure" due to a head injury. The patient was "doing well". The medication being delivered via the device system was lioresal. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4): hydrocephalus - (B)(4).